Manufacturer narrative:
(B)(4). Batch # r59k7c. Device analysis: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was received with the cartridge deck damaged, 22 drivers up without staples along the cartridge and the swing tab was found to be in the locked position. In addition, the reload (b) had the proximal 7 drivers up and swing tab in the locked position. The device was tested for functionality with cartridge (b) and achieved its firing sequence without any difficulties and it performed as intended. After the functional test, 3 staples were noted missing along the staple line, these staples do not create a fluid path. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. It should be noted that the cartridge reload (b) is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Reload (b) tcr10, r5856u, 7 drivers up with 3 missing staples on distal end. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that in the course of a procedure (rt. Hemi-colectomy) using the tlc, an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far.